Event description:
It was reported that patient presented for a scheduled procedure. Prior to procedure, it was noted that patient's atrial lead exhibited noise. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.